Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that sensor gave inaccurate readings, causing inappropriate activation of threshold suspend. The sensor gave a low reading when the blood glucose reading was actually 180 mg/dl. At the time of this report, the blood glucose reading was 196 mg/dl while the sensor reading was 77 mg/dl. The customer had not noticed any bent cannulas. The sensor was replaced.